Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had a hemiarch replacement on (B)(6) 2024. The patient was supported by right ventricular assist device (rvad) via centrimag for severe right ventricular failure post operation. The patient had recurrent ventricular tachycardia with hemodynamic instability despite antidysrhythmic and transvenous pacing/ shocks. Electrolytes were adequately repleted. The vital signs showed that the blood pressure was 88/66 with mean arterial pressure of 77, the patient had an arterial line in place which constantly monitored their blood pressure, and their heart rate was bradycardic at 48. Their pulmonary artery pressure was 26/17 with a mean of 20, and central venous pressure was 7. Log files were submitted for review. The event log displayed 2 transient low_speed_advisory alarms on (B)(6) 2024 at approximately 2:43 pm, where the pump set speed was momentarily 4800prm, which was lower than the low speed limit of 5000 rpm. The low speed limit was changed to 4600 rpm at 2:44 pm which resolved the alarm. The event log captured 77 pulsatility (pi) events. There were no other unusual events seen within the log files. The mechanical circulatory system equipment appeared to be operating as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted event and periodic log files captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, this section lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.